Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with injection (inj) reflin (dose, frequency and route of administration not reported) and inj tobramycin (80mg, frequency and route of administration not reported). It was not reported whether the patient recovered from the peritonitis event. At the time of this report, antibiotic treatment and dianeal therapy was ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).